Event description:
I had custom view lasik (life time) in 2015 in both eyes, had good results that only lasted about a year. I went to every single appointment and follow up as requested. After about a year I contacted the lasik office that had done my procedure because my vision was getting bad. I went in and did the testing that confirmed my vision was getting worse and scheduled me for prk in one eye at a time. I again followed all posts op instructions and went to all my follow ups and my eyes are never the same, I can either see well out of one but not the other. I have halos and my vision is really bad, almost like I had not had the procedure. I'm a medical mystery they don't know why it's getting worse or why the problem goes back and forth between each eye. The staff is very nice so far but there has been a couple staff changes and the doctor that did both of my procedures was very rude both times and all the staff were aware of his not so good bed side manner. I do not care about his bed side manner but I do care that my vision is getting worse by the day even after 2 procedures in both eyes. Lasik vision institute